Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: upon insertion of the screw, the surgeon was under the impression that the screw itself went towards the side instead of straight down. After trying to re-insert, there was no feedback or screw purchase. After removal of the screw, it was found to be broken in the head along with the inner thread. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Since the lot number cannot be verified, the examination has to be restricted to a general review of the production history, which showed no deviations from our specifications. In addition it is confirmed that the screws were manufactured in compliance with the ao asif specification and with the international standard. The investigations have shown that the pedicle screw first thread pitch of the head thread is broken off. The exact cause which has led to this damage, is undetermined. The present damage pattern indicates that the holding sleeve was not properly tightened, or that something has come loose during turn-in. The broken surface is homogenous, which indicates material conformity to specifications. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)